Manufacturer narrative:
One 8.5f agilis steerable introducer sheath received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the right atrium and the septal puncture and left atrial angiography were performed, air was aspirated from the sheath. Air aspiration was performed several times, with no resolution. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. Air movement into the patient was not identified. No additional venipuncture or septal puncture was performed due to sheath replacement. The only product inserted directly into the hemostasis valve was the included dilator.